Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 2.297 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had wound dehiscence after his pump replacement. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was brought to the or (operating room) where the pocket was cleaned out and they made a better area so there was not as much tension on the wound/incision. It was also noted that the patient had a possible superficial infection, but the pump pocket looked fine. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provider regarding the event.